Event description:
It was reported, the patient's blood glucose rose to 500 mg/dl. The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, boluses were delivered. And a new pod was applied.

Manufacturer narrative:
During investigation, the distal end of the soft cannula was observed to have been torn. This tear prevented the fluid path to be tested in its entirety. It could not be determined when or how this damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming, the blue soft cannula is inspected for any damage.